Event description:
It was reported that a cartridge alarm 30 occurred on 9/10/25. There was no adverse impact to the customer¿s blood glucose level. The customer successfully loaded a cartridge and resumed insulin therapy, resolving the issue.